Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately calcified and moderately tortuous below the knee right superficial femoral artery (sfa). A 2.5mm x 20mm x 144cm coyote es catheter balloon was selected to dilate the lesion after a 2.5mmx40mm coyote es catheter balloon failed to cross the lesion. Upon an unspecified number of inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.